Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the medication list was not updating in epic. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the medication list had not been updated in epic. A technical support specialist (tss) informed the customer that tss did not have access or visibility to determine what was not updating in epic and advised the customer to check with epic. The customer acknowledged this and confirmed that the issue had been resolved. The system functioned as intended after the issue was resolved.